Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button on the insulin pump is sinking and not responding properly. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.